Event description:
An initial event notification was received by (B)(4), on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on (B)(6) 2026. The user's caregiver reported that the user experienced elevated blood glucose levels for approximately two days. On (B)(6) 2026, the user's glucose was 338 mg/dl, with vomiting and trace ketones. Manual insulin injections were administered and the twiist cassette and cleo 90 infusion set were changed. The user's glucose decreased slightly but did not return to the correction range. The user's caregiver denied pump-related alarms or changes in diet, medications, illness, or physical activity. After changing the twiist cassette and cleo 90 infusion set again, switching to a new vial of novolog, and administering a manual injection, glucose levels returned to the user's normal range. The user remains ongoing on their twiist pump.

Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.